Event description:
The customer observed negative bias with ck-mb quality control fluids. The degree of bias could lead to inappropriate patient treatment. There was no report of patient harm as a result of this event.